Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to fire. Device code a0401 is being used to capture the reportable event of suture break.

Event description:
Product summary: it was reported to boston scientific corporation that the speedband superview super 7 was used during a banding for gave procedure performed on (B)(6) 2025. Even summary: during the procedure the bands seemed to be firing appropriately, but when removing the scope it was apparent no bands actually deployed. It was also reported that the suture broke. The procedure was completed with another of the same device. Patient staus: there was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H2: correction: correction to blocks d2a common device name and d2b pro code. H6: device code a050501 is being used to capture the reportable event of bands failed to fire. Device code a0401 is being used to capture the reportable event of suture break. Investigation summary: the device was not returned for investigation, although a media review was performed on the photo received which shows that the ligator housing still contained all seven bands and showed that the suture was missing that the suture broke. All compiled information on this investigation determines that the most probable cause is "cause not established".

Event description:
Product summary: it was reported to boston scientific corporation that the speedband superview super 7 was used during a banding for gave procedure performed on (B)(6) 2025. Even summary: during the procedure the bands seemed to be firing appropriately, but when removing the scope it was apparent no bands actually deployed. It was also reported that the suture broke. The procedure was completed with another of the same device. Patient staus: there was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Product summary: it was reported to boston scientific corporation that the speedband superview super 7 was used during a banding for gave procedure performed on (B)(6) 2025. Even summary: during the procedure the bands seemed to be firing appropriately, but when removing the scope it was apparent no bands actually deployed. It was also reported that the suture broke. The procedure was completed with another of the same device. Patient "status": there was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation summary: the device was not returned for investigation, although a media review was performed on the photo received which shows that the ligator housing still contained all seven bands and showed that the suture was missing that the suture broke. All compiled information on this investigation determines that the most probable cause is "cause not established". Block h6: device code a050501 is being used to capture the reportable event of bands failed to fire. Device code a0401 is being used to capture the reportable event of suture break.